Event description:
The 5fu elastomeric pump not deflated at disconnect time. All clamps were open. Taken to pharmacy and they verified the pump did not deflate. Additional chemotherapy required for the patient.